Event description:
A medtronic representative reported that during the case, they received an error about using a wrong port. After exiting the software, through a normal software shutdown and rebooting, upon powering up, the system says: boot from ahci cd-rom, disk boot failure, insert system disk. They discontinued the surgery due to the system not functioning. The surgery was re-scheduled.

Manufacturer narrative:
The suspect system serial number and manufacture date are unk at this time. The computer was replaced in the system. After replacing the computer the system is fully functional. However, when testing the returned suspect computer, no fault was found-unable to confirm complaint.